Manufacturer narrative:
Product has not been returned for eval. Should new info become available a f/u MDR will be submitted.

Event description:
Received info from pt's mother indicating pt has been experiencing high bg levels of 400+ with high ketones. Pt's mother has administered a shot for treatment.